Event description:
Rec'd info stating customer programmed a bolus ad insulin on board (iob) display was inaccurate. Customer's blood glucose level went low. Customer was able to eat to counteract the insulin and no medical assistance was required.